Event description:
It was reported that the atrial lead had sensing and impedance issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached and had metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.